Event description:
It was reported that during the device change out procedure, it was decided to use a previously implanted lead as the right ventricular pace/sense lead. When the existing lead was plugged into the right ventricular port of the new device, the lead exhibited oversensing. The device was reprogrammed, which "seemed to eliminate the oversensing." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.